Event description:
Consumer reports: the product was applied by a chiropractor to strap and support the child's feet. Two days later the child complained of itching and the product was removed. The skin was noted to be red. The following day blisters appeared on the child's feet. The child has had a lot of pain in his legs and after the blisters appeared on his feet, he stated the bones in his feet started hurting to the extent that he required crutches. A steroid cream was applied to the blisters. The child does not have any known allergies.